Manufacturer narrative:
Additional product codes for this report include lxh. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the end of a 10mm small trial spacer broke off into the knob and jammed the device during the procedure. As a result, one (1) inserter and small trial implant were rendered non-usable. The surgery was prolonged about twenty (20) minutes. This report is 3 of 3 for (B)(4).